Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while positioning the stapler for lung lobe access in a lung lobectomy procedure, the stapler broke at the reload and shaft connection point, and it remained attached. This happened while the surgeon was manipulating the stapler through the patient¿s thoracic cavity, with no trocar, and his other hand was attempting to bend the shaft upward to access a portion of the lung that was toward the apex of the thoracic wall. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that a piece of a loading unit adapter was stuck in the distal tip of the tube housing. The piece of adapter was removed from the tube housing and it was observed that the firing rod was bent. Functional testing of the instrument could not be performed due to the noted damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged instrument may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while positioning the stapler for lung lobe access in a lung lobectomy procedure, the stapler broke at the reload and shaft connection point, and it remained attached. This happened while the surgeon was manipulating the stapler through the patient¿s thoracic cavity, with no trocar, and his other hand was attempting to bend the shaft upward to access a portion of the lung that was toward the apex of the thoracic wall. The surgeon utilized a second stapler to finish the case. There was no patient injury.